Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 7; lab: -; date: (B)(6) 2010; inratio: 3.8; lab: 3.2. Pt's coumadin dose was adjusted after receiving an inratio reading of 7.

Manufacturer narrative:
Investigation pending.